Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the cb-1000 filter was not working correctly. The hospital staff could not provide any further info. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.